Event description:
It was reported that during use the right ventricular (rv) lead exhibited high thresholds, with patient pectoral stimulation encountered. The rv lead was scheduled for explant and replacement. During the rv lead revision procedure, the replacement rv lead encountered placement difficulty due to tip fixation problems. The rv lead was removed and replaced with a different lead. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.